Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 520 ml infusion of etoposide, vincristine, and doxorubicin was started on (B)(6) 2017 at 2058 at a rate of 21.7 ml/hr to infuse over 24 hours but the infusion completed at 0900. The physician stated that staff could complete the chemo administration with the next dose. There was no report of any patient harm. The facility biomed performed rate accuracy testing and the results were within specification.